Manufacturer narrative:
E1: reporter institution phone number: (B)(6). D4: product UDI - the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI. Diagnostic/functional testing was performed at a philips bench repair facility. Results of the evaluation confirmed the customer's alleged malfunction. The invasive blood pressure measurement was outside tolerance with a value of 184. The philips bench repair technician (brt) performed a visual test, power on test, basic performance test, performance assurance tests, and safety test. The brt confirmed the measurement board was defective. The brt replaced the faulty measurement board to resolve the issue, and the unit was returned to the customer. Based on the information available and the testing conducted, the cause of the reported problem was confirmed to be the measurement board. The reported problem was confirmed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported the intravenous blood pressure measurement out of tolerance during preventive maintenance. The device was not in use on a patient at the time of event, there was no adverse event reported.